Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's right (od) eye and significant reduction of irido-corneal angles was noted associated with excessive vault . The was exchanged for a shorter length lens and this resolved the problem. Patient's last bcva was 20/20.

Manufacturer narrative:
Method: medical review. Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. Medical review - according to use fmea (failure modes and effect analysis) it has been determined that excessive vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst). A higher than ideal vaulting in the absence of sign and/or symptoms does not need an exchange. However, the surgeon may decide to exchange if he determines that this condition may affect the outcome of the patient's vision. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a probable root cause of excessive vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation codes method (other) - lens work order search results (other) a lens work order search revealed there were no similar complaints within the work order. Conclusion (other) based on the complaint information and work order search, we were able to determine a specific root cause of the event. (B)(4).